Event description:
It was reported that at implant, there was issues with the ventricular lead impedance. It was thought to be a bad connection, however, the problem was resolved. About a month later, an episode of noise was sensed as vf (ventricular fibrillation). It was a short episode, so no shock was delivered. Almost 4 months after implant, the pacing impedance was greater than 3000 ohms, and there was loss of capture. The patient felt dizzy at this time. Two days later, at a system revision, lead measurements with psa were normal. A high resolution x-ray appeared to show 2 breaks in the feedthrough wires. The device was replaced. No further patient complications were reported as a result of this event.